Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that during installation surgery the dental implant got stuck into the bone, thus he could not finish its installation, being necessary its removal. When the dentist was removing the dental implant, its fracture occurred. The patient presented bone type ii.